Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were observed. A calibrated console was used to test the sample. The consoles could recognize the viscous fluid control (vfc) by illuminating green on the led ring. The vfc sample was filled with silicone oil per directions for use (dfu). In injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe. No anomalies were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. The root cause of the customer's complaint could not be established. The returned sample met specifications. No contributing factors could be identified, that could cause the customer¿s experience. After the investigation of this complaint, it has been determined, that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that silicone oil was not aspirated. The product was replaced and the procedure was completed. There was no patient harm.